Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker pocket erosion. Skin was observed to be thin over the top of the pacemaker. The patient complained of pain. The pacemaker site was revised from subcutaneous to submuscular on (B)(6) 2020. The patient was stable and discharged home.